Event description:
It was reported the patient underwent a left total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014 due to a fractured tibial bearing. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."